Manufacturer narrative:
The customer¿s report of a free flow was not confirmed. The pcu event log shows that the pump module was in use and infusing weight based heparin 25000unit in 250ml at a rate of 16ml/hr. The infusion ran until 8:40 pm on (B)(6) 2018 when the device was paused. During this time, the device alarmed for patient side occlusion 6 times and each time the infusion was restarted. At 8:45 pm, the user programmed a delay for 45 minutes. At 9:30 pm, the device alarmed for callback before infusion. At 9:31 pm, the user programmed a delay for 66 minutes. At 10:28 pm, the user channeled the device off and the system was shut down and powered off. The volume recorded as being infused during this period was 1.24ml. The starting/ending volume of the fluid container cannot be determined through device logs. The pump module and disposable set were not returned for investigation. The root cause of the reported free flow was not identified. No devices received, log review only.

Event description:
The customer reported that heparin 25,000 units/250 ml d5% was infusing at 16 ml/hr (dose 1606 units). At 1936 the bag was changed, and set up with new tubing on a new module in the med/surg profile at the same rate. The bag was scanned at the bedside prior to the start of the infusion. At 2159 the user responded to a patient side occlusion alarm and found the bag empty. After the event a stat ptt was ordered. No coagulation was detected, and a partial dose of protamine 50 mg was administered. There was no report of additional medication or intervention provided as a result of the event.

Manufacturer narrative:
The device and IV set were received for further investigation. The customer¿s report of a free flow was not confirmed. No leaks or other anomalies were observed with the primary set. Testing of the pump module with the set resulted in no free flow. Functional testing found the pump module to be delivering fluid slightly out of specification on the low side. After rate calibration was performed the device delivered fluid within specification. The root cause of the reported free flow was not identified.

Manufacturer narrative:
Concomitant medical products: 2420-0007; 250ml b braun infusion bag (lot j7k186n, exp 02/20) of heparin sodium. The customer requested device evaluation. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer later stated that the biomed's investigation identified that the module had a loose lower right door screw; biomed pm testing did not identify any other issues with the devices. The event set was located and had not been used for testing.